Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia (lowest 39 mg/dl) followed by rebound hyperglycemia (highest 605 mg/dl) after treating the low with oral glucose and later self-dosed insulin. The dexcom sensor was accidentally removed and replaced with agent assistance.